Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after changing the infusion set site, the customer's previously elevated blood glucose (bg) level (due to non-tandem infusion set issue) lowered to 412 mg/dl. Then the customer ate turkey with stuffing for dinner and delivered a bolus for the meal. However, bg level then elevated to 480 mg/dl. The customer delivered a bolus to address bg level. The customer stated that elevated bg could be due to food consumed, but was not sure because a bolus was delivered for food intake. The customer is a brittle diabetic and stated that bg levels can tend to fluctuate. One hour later, the customer's bg level had lowered to 404 mg/dl. During a follow up call the following morning, it was reported that the customer's bg level had reached a peak of around 500 mg/dl the previous night. However, bg level had lowered when the customer awoke in the morning and was at 150 mg/dl at the time of the call.